Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump was not delivering insulin. The caller stated that the device alarmed no delivery last week, but the infusion set was changed and the issue was resolved. The customer mentioned having bent cannulas in the past. After receiving a tubing clamp the customer called back to run the high pressure test and the device did not alarm before 5.0 units. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.